Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the right atrial (ra) lead exhibited high pacing impedance. This lead was not used, and the physician completed the procedure using a different ra lead. The patient condition was stable.